Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted upside down and removed a 13.2mm vticmo13.2, -12.50/1.0/109 (sphere/cylinder/axis), implantable collamer lens, into the patient's right eye on 01/dec/2020. There was patient contact (lens touched the eye) with no patient injury. The problem was resolved. On 04/dec/2020 a same size, similar (sphere/cylinder/axis) lens was implanted. Cause of the event is reported as user error, per the reporter on 24/dec/2020, "doctor mistakenly touched lens with unsterilized surface."

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found no visible damage to lens. Claim# (B)(4).